Event description:
The customer reported experiencing low blood glucose and having a car accident while driving. The customer stated that she hit very slightly a post and was hospitalized, but she does not know the cause of her low glucose level. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. Advised the customer to call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.